Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, step 1 proceeded normally. However, during step 2, the suture did not externalize and remained inside the device. A new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.